Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-18.0/2.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to a patient related issue and the problem resolved. The reporter stated " the patient was unable to adapt to the glare after the operation and asked to remove the lens and cancel the operation."

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- result code in initial MDR should be 213. H6- result code 114 should be in previous MDR. Claim# (B)(4).